Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) replaced the measuring cell and sipper probe. The investigation determined that the root cause was related to an issue in the sipper tube and was resolved by changing the tubing and lines that are connected to the measuring cell and adjusting the tool. A calibration was completed with a new reagent kit and performed within specifications. Per product labeling, "all initially reactive or borderline samples should be reassayed in duplicate using the elecsys hbsag ii immunoassay. Initially reactive or borderline samples giving cutoff index values of = 1.0 in two out of the three determinations are deemed repeatedly reactive. Repeatedly reactive samples must be confirmed using an independent neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm). Samples confirmed by neutralization with anti-hbs are regarded as positive for hbsag." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The 09-dec-2025 calibration results were acceptable. The qcs were last performed on 09-dec-2025 and were within the 3 standard deviation (sd) range. The investigation is ongoing.

Event description:
There was an allegation of questionable false-positive elecsys hbsag ii results from the cobas e 411 analyzer (disk system). The initial result was 0.986 coi and was borderline but considered to be reactive. The same sample was run on a non-roche analyzer, and the results were 0.20 s/co, 0.22 s/co, and 0.29 s/co, all non-reactive.